Manufacturer narrative:
The lead was explanted and replaced not capped and replaced.

Event description:
The lead was explanted and replaced not capped.

Event description:
New information noted that the lead was capped and replaced on (B)(6) 2018. The patient was stable after the procedure.

Event description:
It was reported that the patient experienced minor extra cardiac stimulation. It was noted that the right ventricular lead had non-sustained right ventricular oversensing on merlin.net transmission. Upon interrogation, the lead was capturing the atrium due to dislodgement. Programming changes were made. A lead reposition was discussed. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found. Correction: adverse event and required intervention to prevent permanent impairment/damage (devices) were missing from previously reported supplemental MDR.